Manufacturer narrative:
(B)(4). Date sent: 3/19/2025. D4: batch # unk. Additional information was requested and the following was obtained: "could you please specify how the device was damaged? -a part fell off when opening the packaging." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, sleeve fell off after opening the packing. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 4/17/2025. D4: batch # c9e89w. Correction: d4. Expiration date. D4. Primary UDI number. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that b12lt device was returned with no apparent damage. In addition, the packaging opened was returned along with the instrument. The device was visually inspected and no damaged found on the sleeve. In an attempt to replicate the reported incident, the device was functionally tested to detect any reducer attachment removal issues. Upon evaluation of the device had the universal seal latch onto the sleeve assembly. In addition, the obturator latch onto the universal seal as well. The device was fully functional according to the manufacturing requirements. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.